Event description:
It was reported that a spectrum pump failed to alarm, resulting in an undetected upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to be out of specification. Undetected upstream occlusion was confirmed an recalibrated to ensure expected performance.